Manufacturer narrative:
Submit date: 08-15-2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07-15-2016 that a customer has an issue with an express sleeve. The customer states that a patients leg was bruised while using a sleeve.

Manufacturer narrative:
A device history record (DHR) review was performed for lot 1610100107 and no discrepancies that may have contributed to a complaint of this nature were found. This finished lot was manufactured on 04/10/2016. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Post market vigilance (pmv) lab received two scd express knee length medium sleeves. The product was received opened by the customer and packaging was not received. There were no visual abnormalities noted. The express sleeves were inflated, and no leaks were observed. Each express sleeve was inflated starting at a pressure of 1 psi and then after 1 minute was increased to 2 psi; no leaks were detected and each test was stopped after 2 minutes. In addition, each sleeve was hooked up to the scd express compression system and no error codes were observed. Functional testing found that the returned product met quality release specifications for tests performed regarding the reported condition. Bruising can be caused by excessive sleeve inflation, sleeve not securely held in place, air conduit not secured, or the sleeve failed to vent. After inspection, the sleeve vented properly, the air conduit was secure, and the sleeve remained in place. Excessive inflation could have occurred and is due to insufficient bladder volume, signifying that the size of the sleeve was too small for the patient. One other potential cause is that the sleeve was wrapped too tightly around the patient¿s leg, leading to a similar effect. Based on the investigation findings, no corrective action is required at this time. Since there was no product failure, it was not related to the reportable event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This complaint will be recorded for tracking and trending purposes.